Event description:
It was reported that a patient underwent a robotic right colectomy on (B)(6) 2021 and barbed suture was used. During the procedure, while suturing the bowel it appeared that one of the barbs split and peeled down the length of the suture close to the needle side. The same device was used to complete the procedure. There were no patient consequences reported. Additional information was requested.

Manufacturer narrative:
Product complaint number: (B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Investigation summary: the product was returned for evaluation. Visual analysis of the returned product revealed that an empty opened foil and a needle-suture piece of product code sxpp1b420 were received for evaluation, the swage and attachment area was noted to be as expected. The needle was noted with marks and the suture present body fluids damaged and crimping marks at the surface and the end was observed cutted. In addiction no damaged were noted near of the needle. The product code sxpp1b420 contains absorbable suture, as the sample was received open, the time of exposed to the environment could not be determined and functional test cannot be performed. As with any device, care should be taken to avoid damage to the strand when handling. Avoid the crushing or crimping action of the surgical instruments, such as needle holders and forceps. To seat the fixation tab; pull the device through the tissue to gently seat the fixation tab against the tissue. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. As part of quality process, all devices are manufactured, inspected, and released to approved specifications. Trade name - stratafix¿; active ingredient(s)- triclosan; dosage form - suture/solid/parenteral; strength - = 2360 ¿g /m.